Manufacturer narrative:
The reported field event of backup vvi was confirmed in the lab. The cause of the bvvi was due to two consecutive event queue overflows (eqos) occurring within 32 seconds, which resulted the device to enter backup mode. The cause of the eqo was determined to be the integrated circuit (ic) in the rf module. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a vibratory alert. It was noted that the date could not be transmitted from the device and was in back-up mode. The device was on the premature battery depletion advisory. The device was explanted and replaced. The patient was stable.